Event description:
The customer reported via phone call that the insulin pump alarmed no delivery a couple of times. Blood glucose value was normal; value is unknown. Customer stated that it will start delivering insulin and then stop in the middle of the bolus delivery and alarm no delivery. Customer stated they tried to resume delivery and ended up with low blood glucose of 53 mg/dl. The customer treated with soda and juice. Customer stated that the no delivery alarms are sporadic and sometimes the customer would remove and reinsert the set. Customer also reported that the morning of the call the quick release on the infusion set was unattached to the site. Customer is not experiencing any issues currently.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.